Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Dauwe, j. Osteosynthesis of proximal humeral fractures: a 1-year analysis. European journal of trauma and emergency surgery (2020). Doi:https://doi.org/10.1007/s00068-020-01323-2. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Product not returned.

Event description:
A journal article was retrieved from european journal of trauma and emergency surgery that reported a retrospective study in belgium that looked at the failure rate after osteosynthesis of proximal humeral fractures over a year in a level-1 trauma centre. The purpose of the study was to calculate the failure rate after proximal humeral fracture (phf) osteosynthesis failure according to different fracture unrelated prognostic variables. The study reviewed one hundred and thirty-four patients operatively treated with angular stable osteosynthesis. Patients were treated with an angular stable plate (philos plate or alps plate) or angular stable nail (multiloc proximal humeral nail. A failure is defined as a complication which required re-operation. The study population had a seventy patients over the age of 65, fifty-seven patients age 40-65 and seven patients under the age of 40. It was noted that the study population consisted of forty-seven males and eighty-seven females. The study reported twelve patients within the plate group and was noted to have failure requiring re-operation.